Event description:
During an implant procedure, the right atrial (ra) lead was observed to have experienced an unspecified sensing issue. Further information was requested, but not yet available. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.